Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 bronchoscope, the image would flicker multiple times and then freeze. The procedure was completed using another glidescope bflex bronchoscope, which was made available in an unspecified amount of time. No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.